Manufacturer narrative:
(B)(6). The report is an unknown quantity of unknown locking screws/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a left three part proximal humerus fracture dislocation from a slip and fall down the stairs and underwent an open reduction internal fixation (orif) (B)(6) 2011. A synthes plate and screws were fixated proximally and distally. The patient's distal humerus was also treated with a cast. On (B)(6) 2011 patient reported minimal pain in her elbow, having a stiff elbow and shoulder. Reports of pain and some stiffness continued (B)(6) 2011 and the fracture, not healed, shows some signs of callous formation. Patient lacked about twenty-five degrees of extension. On (B)(6) 2011 the stiffness and range of motion improved (lacked ten degrees of terminal extension). X-rays show a slight defect area of greater tuberosity; doctor thought may have been an indication of a rotator cuff issue for the patient in the future. On (B)(6) 2011 x-rays due to rotator cuff issues; it was noted the hardware may need to be removed. On (B)(6) 2011, noted but there was significant callous formation and still some healing required. Patient developed a post-surgical adhesive capsulitis - left shoulder. Doctor's plan: manipulation under anesthesia and removal of hardware to relieve possible impingement and to assess rotator cuff. On (B)(6) 2011 x-ray images showed patient slow to heal and left shoulder had a possible delayed union. Due to rotator cuff issues and complaint of increased pain, the treating physician reported that a possible re-plating and bone grafting may be required. On (B)(6) 2011 the patient's x-rays and CT scan showed definite evidence of a delayed union and one broken screw was noted which showed instability at the fracture site. It was the doctor's opinion that the patient would not be able to form any bone across the fracture site based on the way the fracture looked. The physician recommended an open plating with iliac crest bone grafting and a possible consideration of hemiarthroplasty vs. Total shoulder replacement. A second surgery to address the left proximal humeral neck non-union and rotator cuff tear was held (B)(6) 2011. K-wires were placed across the fracture site. A new lateral plate was placed on the proximal humerus and secured to the bone (proximally in the head) using a cancellous screw with a cortical screw being placed in the bone in the shaft. The surgeon completed the construct by placing multiple locking screws into the head of the proximal humerus just within the subchondral bone and then locking screws in the shaft. The rotator cuff was addressed with a fiberwire, allograft bone chips to bone graft and a bone grafting to the neck region. Bone marrow aspirate mixed with allograft bone chips and copious amounts of bone graft were placed at the non-union site. On (B)(6) 2012 the patient reported some pain and her physical examination noted some stiffness but no signs of infection after a left humerus non-union repair; bone stimulator prescribed. It was noted that some type of callous was possibly forming around the lateral cortex and during the next visit on (B)(6) 2012 it appeared that the fracture site may be slow to heal. On (B)(6) 2012 a slight bone defect (hill's sach's) was noted and on-going non-union was noted and significant hill sach's at her (B)(6) 2012 visit. Patient reported pain and some stiffness on (B)(6) 2012 and a CT scan was ordered for possible nonunion. The CT scan, (B)(6) 2012 showed persistent areas of delayed union and evidence of chronic fracture deformity. X-rays (B)(6) 2015 showed a fracture through the implanted plate. Due to failure to heal patient a hemiarthroplasty was performed (B)(6) 2012. The synthes humeral plate, fractured in two pieces and one broken, headless screw were removed. Patient still reports improved pain some continued weakness in left shoulder. Unable to return to or function normally at work. The report is an unknown quantity of unknown locking screws. This is report 6 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.